Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer also observed no communication-between mobile app & carelink issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the minimed app failed to notify or alert customer when a low reading was reached. The customer reported no adverse event. The event involved product(s) mmt-1884,mmt-7040a,unomedical,unk_reservoir,mmt-6101. Troubleshooting was not performed . No harm requiring medical intervention was reported. No product return is required for mmt-1884.no product return is required for mmt-7040a.no product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said that the audio was not activating from the app even through the settings confirm that the notification sound and alert were on. Technician found out that customer¿s phone was not compatible with the app and advised the customer that varied results can come out of the lack of compatibility. There was no issue with communication between app and carelink. No treatment was mentioned for the low. Customer immediately hung up before technician could start troubleshooting for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b3 (incident date has been changed from 10-apr-2025 to 09-apr-2025), b5 (updated the summary) and h6 (medical device problem code 3283 has been replaced with 1012) with this supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said that the audio was not activating from the app even through the settings confirm that the notification sound and alert were on. Technician found out that customer¿s phone was not compatible with the app and advised the customer that varied results can come out of the lack of compatibility. There was no issue with communication between app and carelink. No treatment was mentioned for the low. Customer immediately hung up before technician could start troubleshooting for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.